Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not working. The customer's blood glucose value was 21 mmol/l. Customer states they hear a loud rattling noise. The insulin pump will not be returned for analysis.